Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant sleeves of a 6/7f mynx control vascular closure device (vcd) came off when entering the sheath. There was no reported patient injury. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). The device was not inspected for damages when removed from the package. The device will be returned for analysis. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in the manufacturing position but was partially exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip exhibited a kinked condition. No additional anomalies were observed during this analysis. A dimensional analysis to measure the slit length could not be performed due to the sealant sleeves presenting frayed/split/torn conditions. Additionally, due to the mynx control ¿ deployment difficulty ¿ premature observation, the catheter working length was verified and found to be within the defined specification. Furthermore, due to the atraumatic tip ¿ kinked/bent observation, the balloon catheter profile distal from the balloon was verified and noted to be within the parameter. A functional analysis to evaluate insertion and withdrawal through the introducer sheath could not be performed due to the condition of the sealant sleeves, which led to premature exposure of the sealant that resulted in the premature swelling of the sealant, impeding evaluation under normal use conditions. Additionally, due to the mynx control ¿ deployment difficulty ¿ premature observation, a simulated deployment test was carried out. The unit functioned as intended: the sealant was deployed, the balloon retracted properly, and after aligning the tension indicator by pulling the distal tip, button 1 and button 2 were depressed in the instructed sequence with no anomalies observed. The reported event of ¿ sealant sleeves (cartridge assembly) frayed/split/torn and mynx control system deployment difficulty premature¿ was observed through analysis of the returned device since the sealant sleeves were found to be split and the sealant was partially exposed. A kink was noted in the atraumatic tip. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 6/7f mynx control vascular closure device (vcd) came off when entering the sheath. There was no reported patient injury. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). The device was not inspected for damages when removed from the package. The device will be returned for analysis.